Manufacturer narrative:
Per the evaluation: "we have detected that the camera head presents loss of tightness due to a crack in the casing. Traces of rust are detected on the optics retention coupler. Doesn¿t present image. " the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus at the start of a transurethral resection of the prostate, the device could not display an image. Customer stated with prolonged periods of activity when device spends a long time connected, the chroma key screen appears and the image could not be displayed. The procedure was completed with another device. There was a delay to the start of the procedure as second device was retrieved, but there was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to water that penetrated from the crack at the base of the camera head, and the electronic circuit was destroyed. The specific root cause of the crack in the casing could not be determined at this time. The following information is stated in the instructions for use (IFU): ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.